Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation change with posture. The patient underwent a revision procedure wherein the ipg was replaced and leads were added to increase coverage. The patient was doing well postoperatively. The explanted ipg will be returned for analysis.

Manufacturer narrative:
The returned ipg (sc-1140, sn: (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The probable cause selected is no problem detected.

Event description:
It was reported that the patient was experiencing stimulation change with posture. The patient underwent a revision procedure wherein the ipg was replaced and leads were added to increase coverage. The patient was doing well postoperatively. The explanted ipg will be returned for analysis.